Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to heart failure, and noted that electrolytes were out of balance during admission. It was also noted that an right ventricular (rv) lead alert triggered for impedance greater than 200 ohms. A device check revealed there were no episodes or sensing integrity counter (sic). Testing in clinic showed no noise and current rv lead impedance were lower than 300 ohms. It was indicated that the alert is likely related to the electrolyte imbalance. The rv lead remains in use, and the patient will continue to be monitored. No patient complications have been reported as a result of this event.